Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1. Bacterial identification: staphylococcus saprophyticus. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 36. Bacterial identification: filamentous fungi. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu:43. Bacterial identification: psychrobacter pulmonis. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from:instrument channel. Cfu: 1. Bacterial identification: lysinbacillus sp. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu:<1. Bacterial identification: na. The device was evaluated where additional potential adverse events were confirmed where foreign material was noted in the air/water cylinder and tube. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor filed performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.